Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use 230 um laser fiber was used during a lithotripsy and pyeloscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a starmedtec laser with lithotripsy mode of 500/12 kilojoules and 6 minutes in duration. According to the complainant, during the procedure and inside the patient, the tip of the fiber broke off inside the patient while lasering the stone. The detached tip was retrieved using a basket. The procedure was continued and completed with the same lighttrail single use 230 um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.